Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is spartanburg reg health svcs dist. Type of investigation not yet determined: (4118/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation actions.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Possible kinked catheter or extension. Unit ran without issue for 30mins. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.